Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported receiving an unk reading on their precision xtra meter and took insulin based on the reading. She stated that several hours later she took a nap and became incoherent. The customer's sister took a reading with their meter and received a reading of 51 mg/dl. The paramedics were called and they administered a shot and food to the customer. The customer was transported to the ER: however, it is unk what treatment or diagnosis was given to the customer at the medical facility. There was no report of death or permanent impairment.